Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the device was worn from storage environment, physical stress/chemical stress from handling of the device. The event can be prevented by following the instructions for use: "operation manual: 3.3 inspection of the endoscope: inspection of the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the glue cracked around the distal end plastic cover of the evis exera iii colonovideoscope and there was a reprocessing issue. The issue occurred during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the labels were scratched and worn, the instrument channel and connector contact pin were leaking, the white dot was not seen on the orange cone of the image, switch #1 was scratched, the control knobs had play, the distal end plastic cover had deep dents and scratches, the cement of the objective lens was peeled/separated, the objective lens adhesive had a pin hole, the light guide lens was cracked and had peeled adhesive, the bending section cover was cracked, the insertion tube was cut/scratched, the pain on the cylinders was missing, the light guide tube was scratched, and the plug unit was leaking. This event is under investigation. A supplemental report will be submitted upon receiving additional information.